Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for low draw volume with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following was reported by the initial reporter, "not enough vacuum in pst underfilling." 100 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following was reported by the initial reporter, "not enough vacuum in pst underfilling." 100 occurrences were reported.